Manufacturer narrative:
Investigation: we have been provided with the affected samples. Visual inspection of the samples reveal the presence of the red tape in the paper used by the supplier. That confirmed the reported issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2012 ( (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also review the film lot #56a48 used, and no issue was found. Root cause analysis after the evaluation of the returned pictures and samples we confirmed that the red tape corresponds to a joint in the reel of paper used for primary packaging. This red strip is added by the supplier to facilitate the identification and removal during primary packaging. We have a chromatic vision system, which detects this red tape and stops the primary packaging machine. For the affected samples, this system did not work as expected and the red tape was not removed during manufacturing. We are confident the occurrence of this issue is very low and there should not be any recurrence in the batch in addition to the already observed product. By the other hand, we have checked the mentioned detection system and have alerted the personnel of the affected area about this issue. Confirmation the returned samples presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the package of a bd emerald¿ syringe with needle was not sealed. There was no report of injury or medical interventions.